Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had incident were their levels were low in the 40mg/dl and 50mg/dl and did not know why. The customer also states having had high due to tubing kink. The customer states they had not contacted the helpline over the issues. The customer did not need further assistance at this time.